Event description:
It has been reported that the physician implanted the device in 2009. Swelling and a mass formation at the insertion site was reported to the physician 5 months later. The physician removed the mass in the following month. A pathology report was filed reporting "multinucleated fibrosis mass or multiple large celled mass".

Manufacturer narrative:
The explanted material was not returned to the manufacturer, therefore, an investigation to determine the failure mode could not be conducted. The batch record for this lot has been reviewed, which contains no abnormal manufacturing events. The complaint rate for this lot is not abnormal for this device. If additional information becomes available, it will be submitted in a supplemental report.